Manufacturer narrative:
The subject device was returned to sorc for evaluation but has not returned to omsc. Sorc checked the subject device and it was found the blowout of the temperature fuse of the subject device which made the malfunctions, no lightning the lamp and no working the cooling fan. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found the malfunctions of the subject device which the lamp did not light and the cooling fan did not work. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility those phenomena were attributed to the blowout of the temperature fuse of the subject device due to the deterioration with the long term-use since the subject device manufacturing, 2003. If additional information becomes available, this report will be supplemented.